Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 01apr2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03apr2025.

Event description:
It was reported that during a water vapor thermal therapy procedure, the needle did not retract while inside the patient. This step is part of the verification process, and therefore, the procedure remained to be pending and was not completed. The patient outcome is unknown. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.